Event description:
It was reported to philips that the device experienced battery is not detected. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced battery is not detected. It was reportedly no patient involvement. The field service engineer instructed the user that it is normal of the battery detection to indicate battery b is missing when it is not inserted into the device. The field service engineer instructed the user that it is normal of the battery detection to indicate battery b is missing when it is not inserted into the device. There is no device malfunction in regards to this battery message.